Event description:
Micropuncture guidewire was in the left subclavian vein when resistance was met. Doctor removed the shaft of the guidewire and approx. 3" tip of guidewire remained in patient. Emergent vascular procedure to remove via brachial vein access with gooseneck snare removed the retained wire.